Event description:
It was reported that the pt's hearing performance with the concerned device, implanted in 2001, has degraded over the previous weekend and sometimes the processor was too painful to wear. The pt is not wearing the audio processor. No head trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.